Event description:
On sunday 7/5/98 at 21:50, mom found pt blue, and the vent circuit was off the pt. Dad left the rm at 21:30, and vent was working properly. When mom came into rm, she found a red, visual, "low pressure" alarm light on; but no audible alarm. CPR was initiated and 911 called. Pt was resusitated at a local hosp and then transported to another hosp on 7/6/98 at 01:30.